Event description:
During follow up with a home pt's nurse regarding an unrelated report. Baxter's product surveillance dept was notified that the home pt was diagnosed with peritonitis in 2004. Further follow up revealed that the peritonitis episode was fungal and very aggressive. The home pt was ultimately transferred to hemodialysis. Per a nurse at the dialysis clinic the peritonitis had nothing to do with baxter product and was associated with the home pt's constipation issues. No further info is available regarding this event.

Event description:
During follow up with a home patient's nurse regarding an unrelated report, baxter's product surveillance depertment was notified that the home patient was diagnosed with peritonitis on 12/2004.